Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device ultimately resulted in the reported tip detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal circumflex and obtuse marginal coronary artery. At the conclusion of the procedure, when all stenting was completed as a 014 allstar guide wire (gw) was being removed, resistance was felt with the anatomy and the gw separated into two pieces. The distal portion of the guide wire still remains in the anatomy. The patient is fine. There was no resistance noted while advancing. It is unknown if the separated portion of the guide wire will be removed. No additional information was provided.